Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the plug of a 7f exoseal vascular closure device (vcd) was brought out to the patient¿s skin surface. The deployment button was fully depressed and the indicator wire remained visible upon removal. Hemostasis was achieved with manual compression. There was no reported patient injury. The exoseal vascular closure device (vcd) and the vascular sheath introducer were removed as a single unit approximately 5¿6 seconds after depressing the deployment button. The device was used during an interventional procedure performed via a retrograde approach. The patient did not have a bmi greater than 40. The user was trained to the device, and there were no visible signs of device or package damage prior to use. A non-cordis sheath was used, and the device was stored and prepared according to the instructions for use (IFU). Angiography confirmed appropriate femoral artery suitability, including insertion angle, and the vessel diameter was verified to be at least 5 mm. The puncture site showed no calcium or plaque, mild tortuosity, no nearby stent, and no stenosis greater than 50%. The target site had not been closed within the previous 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before exoseal vcd use. One non-sterile 7f exoseal vascular closure device was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was received in its manufactured position and was observed to be swollen, with the swelling associated with the presence of dried blood. The indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was observed in the black/white position. During this visual analysis, no additional anomalies were observed, and no additional malfunction codes were identified. Since the cowling guard was not locked, an attempt to lock the guard was successfully performed and the guard was locked. However, following this action, the indicator wire could not be deployed. Due to this condition, the handle was opened to verify the presence of the indicator wire within the device. The inspection confirmed that the indicator wire was present and that the components were properly assembled. However, when an attempt was made to advance the indicator wire to perform the deployment simulation, the wire could not be advanced. The deployment simulation of the indicator wire could not be completed, most likely because the plug was swollen and physically obstructed the indicator wire port, with the swelling and obstruction associated with the presence of dried blood. The most likely cause of the failure was an internal blockage located within the lumen of the indicator wire port, attributed to the swollen plug with adhered dried blood. This obstruction was confirmed during this inspection. To enable further evaluation, the delivery shaft at the distal end was cut to facilitate manual removal of the plug. Following removal, residual plug material was observed adhered to the lumen walls of the indicator wire port. The indicator wire is designed to exit its lumen in a defined trajectory aligned with the delivery shaft. However, the swollen plug, in combination with adhered dried blood, formed an internal barrier that generated resistance against the expected advancement of the wire. This barrier produced an opposing force that displaced the indicator wire from its intended trajectory. As a result, instead of following the correct pathway through its designated lumen, the indicator wire was deflected in the opposite direction, which prevented successful deployment. In summary, the swollen plug with associated dried blood caused a partial obstruction of the indicator wire port, altering the wire¿s trajectory within the delivery shaft and directly resulting in the failure of the functional deployment simulation. A high magnification microscopic inspection was conducted to evaluate the distal end of the delivery shaft, where the plug and indicator wire port are located, with the plug noted to be in its manufactured position. During this evaluation, the lumen of the indicator wire port was found obstructed by a swollen plug with associated dried blood. Prior to manual removal, the obstruction was clearly visible; after removal, residual plug material and dried blood were observed surrounding and adhered to the lumen of the indicator wire port. The reported event of ¿plug inaccurate placement¿ could not be evaluated through analysis of the returned device as the plug was swollen with dried blood. The reported event of ¿indicator wire unable to retract¿ was not observed as the device was received with the cowling guard not depressed; therefore, per design the indicator wire would not be deployed. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, the device received does not match the event reported. Based on the available information and product analysis, user-related factors (use error) may have contributed to the reported issue. The device was received with the cowling guard not depressed, the indicator wire not deployed, and the plug of the device swollen with dried blood, which impeded testing of the deployment mechanism. As this dried material would not likely have been encountered during use in the procedure, it is possible that prolonged swelling of the plug contributed to the issue experienced by the customer (as it was reported that the unit was removed approximately 5-6 seconds after depression of the deployment button). Furthermore, if the device was used in the condition in which it was received (with the indicator wire not deployed), the indicator window would not transition, and the deployment button would not be able to be depressed. The device is designed such that, upon retraction, the deployed indicator wire abuts the arteriotomy site, triggering the indicator window to transition to black/black and allows the user to depress the deployment lever and release the plug. Without indicator wire deployment, the window would not transition, and the deployment lever would not depress unless excessive force was applied. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was brought out to the patient¿s skin surface. The deployment button was fully depressed and the indicator wire remained visible upon removal. Hemostasis was achieved with manual compression. There was no reported patient injury. The exoseal vascular closure device (vcd) and the vascular sheath introducer were removed as a single unit approximately 5¿6 seconds after depressing the deployment button. The device was used during an interventional procedure performed via a retrograde approach. The patient did not have a bmi greater than 40. The user was trained to the device, and there were no visible signs of device or package damage prior to use. A non-cordis sheath was used, and the device was stored and prepared according to the instructions for use (IFU). Angiography confirmed appropriate femoral artery suitability, including insertion angle, and the vessel diameter was verified to be at least 5 mm. The puncture site showed no calcium or plaque, mild tortuosity, no nearby stent, and no stenosis greater than 50%. The target site had not been closed within the previous 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before exoseal vcd use. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.